Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that between 05:30 pm to 07:00 pm, the patient was walking on the sidewalk when she felt anxiety and lost her balance. She fell on the ground and sustained bruise and pain on her knees. A doctor who was on the same place as her on the sidewalk called ambulance. When paramedics arrived, they checked her manual bg and it was 22 mg/dl while her cgm was showing low with no value. They treated the patient with glucose gel before bringing her to the emergency room (ER). Bgm was checked at the emergency room, but she couldn´t recall the value and there was no cgm value documented. She could only remember that bg and cgm values were 30 points off. At the emergency room they provided graham crackers, regular crackers, sandwiches, and juice. The patient was discharged around 09:00 pm. Her last bg reading before going home was around 170 mg/dl and no cgm values documented but still inaccurate. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.